Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this right ventricular (rv) lead was exhibiting a greater than 2500 ohms pacing impedance and intermittent capture at maximum output. The physician suspected a lead fracture and a replacement lead was implanted. The chronic rv lead was surgically capped. Due to subclavian vein access issues, a replacement device and lead system were implanted on the opposite side. The chronic device was replaced due to normal battery depletion and the chronic right atrial (ra) lead was surgically capped.